Event description:
The patient reported skin irritations had occurred described as "skin bubbling up" especially on their arms or stomach as they believed they were more sensitive areas. The patient reported then trying their leg, but this resulted in a lot of scar tissue. The patient has ceased omnipod therapy and has resumed manual insulin injections. The patient is considering going back to pod therapy in the future, once their leg heals. No further details pertaining to this medical event are available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 15.4. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.